Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached from the connector or was not clipped in properly on (B)(6) 2023. The issue occurred with one infusion set used for 6 hours. The blood glucose level of the patient at the time of event was 20 mmol/l. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.